Event description:
It was reported that when firing the device in the tissue lab, using a yellow 2.0 millimeter load, the device was closed down on tissue and the device was fired. When the device was opened, not all of the staples went into the tissue. The knife did not retract back all the way or it is possible that the knife only came out half way. It is unknown if the target tissue was fully cut.

Manufacturer narrative:
(B)(4). Information unavailable. Damaged firing trigger teeth the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.